Event description:
A customer reported a battery/power issue with the adc device. The customer reported being unable to test due to the reader not powering on with neither button press nor strip insertion and experienced a loss of consciousness. The customer was provided unspecified treatment for hypoglycemia. No additional information was provided as customer could not fully recall event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a battery/power issue with the adc device. The customer reported being unable to test due to the reader not powering on with neither button press nor strip insertion and experienced a loss of consciousness. The customer was provided unspecified treatment for hypoglycemia. No additional information was provided as customer could not fully recall event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated and damaged usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The returned reader was de-cased and placed into reader fixture. Therefore issue is not confirmed due to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.